Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results from 1 patient tested for elecsys ft4 ii assay (ft4 ii), elecsys tsh assay (tsh) and elecsys ft3 iii (ft3 iii). The erroneous results were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 ii erroneous results and medwatch (B)(6) for information on the tsh results. Refer to the attached data for the patient results. No adverse event occurred. The e411 analyzer serial number was (B)(4). Based on a review of the calibration data, the signals were low for ft4 ii, tsh and ft3 iii. Quality controls (qc) were acceptable. Based on the information available for investigation, a general reagent issue at the customer site can most likely be excluded. The investigation noted that the measuring cell has more than 50,000 counts. The fse visited the customer site to perform system tests. New calibration and new qc was run. The customer thinks there might be heterophile antibodies in the patient sample.

Manufacturer narrative:
The sample from (B)(6) 2016 was submitted for investigation. The customer's low ft3 iii results were confirmed. Further investigation of the sample confirmed the sample contained an immunoglobulin that reacts with the reagent which affects the ft3 iii results. This interference is documented in product labeling. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.